Event description:
In 2004, surgery for tha had taken place for the patient, who was well on the way for recovery through the post-operative period. On (B)(6) in 2014, the patient fell down while at home and started suffering from pain in the right hip joint from this point of time. Nevertheless, the MRI diagnosis showed no problems. The revision was performed on (B)(6), and the implants were newly replaced with the duraloc liner and the delta 28mm head. During the surgery, the surgeon found corrosion around the head and the neck area. There was no surgical delay. The patient is now under close observation for a full recovery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
The bio engineering report concluded that the products were returned for review and have been analysed in detail by the lab report (see report attached to etq). The investigation deemed that there was no information that aids in the determination of the need for revision. Within the information in the complaint description it does state ¿the patient fell down while at home and started suffering from pain in the right hip joint from this point of time.¿ suggesting it was the traumatic event that instigated the need for revision, however, with the information available it is not possible to determine the root cause. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A review of the manufacturing records for both products identified that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The complaint shall be closed with an undeterminable cause. Should further information become available then the complaint may be investigated further. The returned products will be retained in secure storage area for future reference.